Event description:
Arjohuntleigh has received a complaint with description suggesting that battery fell off the device. The event occurred when there was no one in the room so no patient was involved. Reference MFR report # (B)(4).